Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the staples fired and did not form correctly. Half were partially formed and half of the staples formed correctly. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.